Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007; t50525h tissue valve, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that during the implant procedure, the device was noted to have been exposed to cold and was noted to have gray longevity estimator bar. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.